Event description:
Co received information that this device was part of a legal action, and the patient passed away. This patient was a male. He passed away during hospice care, an autopsy was performed, and he was cremated. No allegations were reported at the time of death nor anytime while in service to our company. The autopsy was not made available to our company. Co has no specific information as to whether the device was involved in the patient's death. The device is subject to an advisory.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On january 2006, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population. Co does not have sufficient information to determine that this device behaved in the manner described in the advisory.